Event description:
No new patient or event information to report.

Manufacturer narrative:
Description of event: as reported, during a leg btk angio when attempting to "draw back" the syringe, of a flexor raabe guiding sheath, air was being drawn. It is unknown how the procedure was completed. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, documentation, drawings, the instructions for use, interview of personnel, manufacturing instructions, and quality control data. The complainant returned one kcfw sheath to cook for investigation. Physical examination of the returned device showed biomatter present on the device. Evidence of blood in the sidearm was visible. No visible damage was noted to the device. The device was flushed using at 20cc syringe and water. Sheath flushed without difficulty. No leakage detected. Once the device was flushed, the distal end of sheath was inserted into a beaker of water. The 20cc syringe was used to pull water into the sheath through the sidearm. The water entered the sheath without difficulty. No air bubbles were observed in the syringe. The failure mode described by the user was unable to be recreated during device failure analysis. However, the complaint is confirmed based off customer testimony. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions ¿all interventional or diagnostic instruments used with this product should move freely through the valve and sheath to avoid damage.¿ instructions for use: sheath introduction: ¿1. Ensure that the inner diameter (ID) of the sheath is appropriate for the maximum diameter of the instruments to be introduced.¿ ¿2. Using the sidearm of the valve, flush the sheath by filling the sheath assembly completely with heparinized saline.¿ ¿3. Flush the dilator with heparinized saline.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded a definitive conclusion could not be determined. Cook was unable to recreate the failure mode described by the user during device failure analysis. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Correction: air was being drawn into the syringe, not blood as originally reported.

Manufacturer narrative:
Name and address: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a leg btk angio when attempting to "draw back" the syringe, of a flexor raabe guiding sheath, blood was being drawn. It is unknown how the procedure was completed. No portion of the device was left inside the patient. This did not result in additional procedures, or prolonged hospitalization. The patient did not experience any adverse effects due to this occurrence. Additional information has been requested.